Manufacturer narrative:
303205 evaluation statement: the reported event of platen hinge movement could not be confirmed, however is believed to be due to differences in the one piece versus two piece membrane frame hole design. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that some of this facility's lvp module units have additional movement within the platen hinges which are completely absent in other modules. There is nothing visibly broken but the connection is clearly looser in comparison to the other units and there is a clicking sound which is audible when the movement occurs.